Event description:
Caller reported a pump malfunction with no notable events occurring prior. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions to call back if the issue recurred, which it did not. Customer was advised to continue using the pump.